Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter, and thrombus like substance was blocking the irrigation pores. Initially, the customer reported that it was not possible to irrigate through the ablation catheter, as the conduit was thrombotized. The investigational analysis completed on 9/13/2019. The device was visually inspected and it was found in good conditions. Irrigation testing was performed and the catheter failed. A failure analysis was performed. The catheter was dissected on the tip area and the irrigation tubing was found folded. The manufacture team performed an investigation to determine the root cause. Investigation results showed that this issue is not related to the manufacture process since the device was already dissected. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the folded irrigation tube cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling/manipulation of the device during the procedure. However, this cannot be conclusively determined. Additional information was received indicating a 2nd pentaray nav high-density mapping eco catheter was used during the procedure. The pentaray nav high-density mapping eco catheter has been added to the concomitant section of this report. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Report 2029046-2019-03734 is related to this same incident. Manufacture ref no: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, no visual damage or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 7/11/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter, and thrombus like substance was blocking the irrigation pores. Initially, the customer reported that it was not possible to irrigate through the ablation catheter, as the conduit was thrombotized. No adverse patient consequences were reported. The observed thrombus like substance has been assessed as an MDR reportable malfunction.